Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was skipping on width plates 3 and 4. On (B)(6) 2016, it was clarified that there was no patient or user harm in the event; the exact event date is unknown. (B)(6) would like it noted that the same device is being returned due to a report of the same event recurring from the same surgeon. (B)(6) is requesting a final response letter from this complaint due to the recurrence. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer did return a screwdriver, hose, and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device needed preventative maintenance and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, and width plates were replaced. This is not a related issue. Initial qa inspection of the air dermatome on september 12, 2016 revealed minor nicks throughout the housing. It was observed the leading edge of the control bar and the hand piece appeared to be in good condition. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the leading edge of the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the device operated at 4930 rpm which is within the motor speed specification. The device was tested under the stroboscope it #929 with the customer hose and the device operated at 4842 rpm which is within the motor speed specification. The device head was damaged and calibration was out of specification at the zero setting. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, and reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring and damaged head. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the width plates were not returned for evaluation. The root cause of the reported event could not be specifically determined with the information that was provided verifiable since the width plates were not returned for evaluation. The issue was resolved with the replacement of the bearings, thickness lever, reciprocating arm, seal and retaining ring, throttle lever, motor, swivel, poppet assembly and eccentric shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was skipping on width plates 3 and 4. No adverse events were reported as a result of this malfunction.